Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the displayed fill estimate value remaining static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that the issue could occur due to a large variance in measured pressures used to calculate the remaining insulin in the cartridge, and explained that the fill estimate would begin to count down once the insulin remaining matched the static number. The caller understood and acknowledged the explanation.